Event description:
The customer reported experiencing symptoms of hypoglycemia such as diaphoresis and received a reading of 94 mg/dl on their freestyle freedom meter. The customer was treated at the medical center and was diagnosed with severe hypoglycemia. There was no report of treatment, death or permanent impairment.

Manufacturer narrative:
The complaint ws not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification and according to the memory log of the meter the reading indicated during the medical event was found. Additionally, the customer reported not washing his hands prior to testing, a known cause of imprecise readings.